Manufacturer narrative:
The information provided with the initial report in section was incorrect. However, we have received new information which has been updated on this report to reflect the correct information unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No unexpected no delivery alarm noted during testing. Unit had cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with low blood glucose values that they cannot recall. Customer was experiencing high blood glucose levels of  283mg/dl to 467mg/dl around the time of the incident. The customer treated the high blood glucose levels with manual injections as the pump was not bringing down the blood glucose values. The customer was treated with intravenous dextrose and not hospitalized. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.